Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The device data indicates the impedance has exhibited a gradual rise until reaching a high of 135 ohms. Boston scientific technical services (ts) explained to the boston scientific representative (rep) that this is related to calcification on the lead and provided guidance to consider monitoring the patient until the impedance reaches 145 ohms at which point perform a commanded shock test. The rep indicated they will discuss this with the physician. The lead remains in-service. No patient symptoms or adverse patient effects were reported.